Event description:
The customer reported that the device reset to defaults due to loss of power. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.